Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material no:309702, batch no: 9213438. I wanted to report an issue with one of the 3 ml syringes in the bulk sterile convenience pak lot 9213438 exp 4/30/24. There appears to be something on the inside of the syringe by the ½ ml marking that is adhered to the side or within the plastic itself.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material no:309702, batch no: 9213438. I wanted to report an issue with one of the 3 ml syringes in the bulk sterile convenience pak lot 9213438 exp 4/30/24. There appears to be something on the inside of the syringe by the ½ ml marking that is adhered to the side or within the plastic itself.

Manufacturer narrative:
H.6. Investigation: a complaint of foreign matter in a syringe was received from the customer. A photo was provided to aid in the investigation of this defect. Foreign matter was observed in the solution inside the syringe. A device history record review was completed by our quality engineer team for provided lot number 9213438. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined because the syringe was already in use. This is the first complaint for foreign matter on material 309702 & batch 9213438.